Event description:
It was reported that patient underwent a shoulder procedure on (B) (6) 2010. During the procedure, the anchor would not disconnect form the inserter shaft. When the surgeon tried to remove the handle of the allthread peek suture anchor, the entire anchor came out, leaving a void in the bone. As a result, the surgeon had to use two additional anchors and a delay in the procedure greater than thirty minutes occurred.

Manufacturer narrative:
Evaluation of returned component found device exhibited evidence of pinched suture between inserter and peek anchor. This would have occurred during the manufacturing assembly process.